Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced illuminator to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis and the reported failure was replicated/confirmed. The error logs showed 21 occurrences of error 48245 which indicated that illuminator lamp failed to ignite. The failure analysis installed illuminator unit onto system, powered up and ran 10x power cycle and received error 48245 immediately. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the lamp module could not ignite. The technical service engineer (tse) recommended the customer to re-ignite the lamp and power cycle the system. The customer stated that the issue persisted and used a 3rd party light guide module to perform the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a 3rd party light guide module. There was no injury to the patient.